Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): reason for implant: mixed urinary incontinence. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent removal of sling on (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6)2018.

Manufacturer narrative:
It was reported that following procedure the patient experienced urinary retention and incontinence.